Event description:
It was reported that during a laparoscopic appendectomy procedure, the stapler was fired across the appendix and it left a hole at the distal end. Some of the staples fired on the proximal side but the distal side did not. The surgeon sutured to close the hole. There was no pt impact. The pt is currently okay. The reload was discarded.

Manufacturer narrative:
Date stent: 06/08/2009. Information is unavailable; device was not returned for evaluation.